Event description:
The patient is pursuing a product liability claim arising out of the alleged use of a durom acetabular cup. It was reported that the patient received an durom hip generic in 2010 (exact date unknown) and experienced "elevated cr/co levels and MRI results". The patient also "alleges she has a pseudotumor". A revision surgery is in discussion. "Patient alleges she has bilateral durom cups; one hip was implanted (B)(6) 2010 and the other was (B)(6) 2010 but it is unknown which hip was implanted when. It is also unknown if patient experienced these symptoms for both hip or just for one." It is unknown whether right of left side is reported in this case and if implantation took place in (B)(6) 2010. The other side is reported in (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information became available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. (B)(4)